Event description:
Note: date of event and procedure dates are unk. It was reported to boston scientific corp on aug 5, 2009 that a alliance ii integrated inflation system device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, while attempting to inflate the balloon, the physician had difficulty maintaining inflation pressures and in some cases simply being able to deflate the balloon to second and third sizes. The gauge on the alliance inflation syringe was reading inaccurately. The needle moved and the syringe was not leaking. There was no damage to the device and no problem with the balloons. The procedure was completed with another alliance ii integrated inflation system device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information becomes available, a supplemental medwatch will be submitted. (B)(4).